Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported the product had a quality problem and the guide wire had a barb. After successful ultrasound-guided puncture and introduction of the guidewire, a barb was found at the end of the guidewire when the puncture needle was removed, which interfered with the removal of the puncture needle and the introduction of the puncture sheath. The cannulation instructor used sterile scissors to remove the barb before removing the needle and inserting the sheath. This created tension for the patient and added unnecessary workload and unpredictable risk to the placement teacher. It was reported this occurred with 4 devices. One device was returned for evaluation. This report addresses the third device.